Event description:
Pt had quadruple coronary artery bypass grafts with no intraoperative complications. Immediately postoperatively the pt hemorrhaged and developed cardiac tamponade. Upon reopening, bleeding from a vein graft was observed and repaired. Surgical clips that had been applied during surgery were missing.